Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's left ventricular lead was found to be dislodged during a post-operative check. The dislodged lead was explanted and replaced, and the patient was in stable condition following the procedure.